Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not uploaded to the server. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data sync error requiring manual recovery, where the stations change tracking value was below the minimum valid version. A technical support specialist (tss) followed knowledge article, manual recovery required datasyncinvaliduploadchangetrackingvalue and performed manual recovery steps by executing scripts (gettx, esclientchange), truncating tables, and restarting services. Subsequent logs showed foreign key constraint errors related to mismatched useraccountsnapshotkey values between the device and server. Tss validated and compared snapshot records on both sides, identified outdated snapshot key references, and updated affected records on the device. After restarting services, data sync logs confirmed successful upload and stable change tracking. Final verification showed current sync status on the server, and a manual data sync was performed from the device and customer confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.